Manufacturer narrative:
H3: desktop charger was returned and analyzed. Analysis found connector pin broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 37751 serial# (B)(6) product type recharger product ID 37761 serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstances that the event was that the device wouldn¿t completely charge. Wouldn¿t plug into the desktop charger. The patient reported that the replacement device resolved the issue. The patient reported that the pain has subsided to normal.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their desktop charger connector pin was loose and broken, and it looked like the connector pins were bent inside the recharger port. The patient stated that the desktop charger was harder to plug in on (B)(6) 2020 and had gotten worse since. The patient also reported that their recharger didn¿t seem to be charging all the way and that it had a damaged port. The patient mentioned that they normally charge their implantable neurostimulator (ins) every other day and needed to charge on the date of this report, so they would just have to ¿shut down¿ and have a lot of pain until they could charge their ins. It was noted that the patient had their ins system checked out by their healthcare provider (hcp) and confirmed that everything looked good inside the body. The repair department was contacted and a replacement desktop charger and recharger were requested. Additional information was received from a patient on 2020-sept-16. It was reported that they hadn¿t received their replacement parts yet. The patient stated that due to not being able to charge their ins, they had to shut the device off and was in a lot of agony at the time of the call. No further complications were reported or anticipated. Indication for use is spinal pain.